Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
On (B)(6) 2007, an (B)(6), female, pt, underwent abdominal aneurysm repair. The pt rec'd a zenith bifurcated main body, two zenith iliac legs and a zenith main body extension. The procedure was completed without reported incident. In (B)(6) of 2010, the pt presented with symptoms to the physician. Following the presentation, imaging revealed the pt had developed a proximal type I endoleak. As of (B)(6) 2011, there are no reported interventions. No additional information was provided. Pt admitted for repair on (B)(6) 2011. Pt presented symptomatic. Proximal type I endoleak was present within the extremely tortuous neck. The physician tried to straighten the neck out with delivery of palmaz stent. Continued persistent type I present. One centimeter and a half visible aorta above zenith graft. They tried to extend with tbe-34-77. The type I leak was resolved. As they were preparing to stent the superior mesenteric artery, pt went into cardiac arrest. Pt was unresponsive to anesthesia. Cardio pulmonary resuscitation was performed and pt never recovered. The pt could not tolerate the procedure and expired.